Event description:
Per complaint# (B)(4), complainant reported that pt came in with bridge and abutment in hand, implant platform fractured/flowered and screw broke inside implant threads. It will be trephined and will not be able to send back. Patient (B)(6) years of age with bone density level iii.